Event description:
The catheter was found damaged in the hub area when the device was removed from the box. Another device was removed from inventory and used for the procedure.

Manufacturer narrative:
Results: there is a kink in the proximal section of the catheter in the strain relief. A 0.054" mandrel was introduced into the hub and advanced distally. The mandrel moved smoothly through the catheter until the mandrel was exposed outside the distal tip. However, the catheter is damaged and therefore non-functional. Conclusion: the damage noted in the complaint is confirmed. The cause of the kink in the strain relief could have been improper handling of the device during packaging of the product, or mishandling during the removal of the product from package as it was difficult to remove from the packaging hoop during evaluation. It is likely that, when attempting to remove the catheter from the packaging, the proximal end was pulled at an angle to the packaging hoop, kinking the catheter at the strain relief. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.